Event description:
Reported a second, separate comparison of 15.5 mmol/l on the mobile system and 6.4 mmol/l on the compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for mobile system, medwatch with (B)(6) is for compact plus system.